Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states that the insulin pump gave a no delivery alert. The customer's blood glucose was 454 mg/dl. Customer states the hospitalization was caused due to the no delivery alarm on (B)(6) 2014. At the time of the hospitalization the customers blood glucose reading was 500 to 600 mg/dl. The customer states that hospitalization was overnight. Trouble shooting didn't reveal the cause of the no delivery alert. Nothing further reported.